Manufacturer narrative:
The insulin pump passed the displacement test and self test. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had an audio anomaly. Customer's blood glucose value was 118 mg/dl at the time of the incident. Customer stated that he was not hearing any beeps on his pump for a couple of days already. Customer reports they did not hear beeps when audio volume settings were saved. Customer also stated that insulin pump will beep when in audio mode but would not beep when in audio and vibrate mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.